Event description:
Incident this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1865, awareness date 24-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The most recent information was received on (B)(6) 2017. She stated that¿s she had cramping - random, not connected to periods or bowel movements, random spotting, increased discharge (odorous), hot flashes, loss of libido, metallic taste in mouth, heartburn, bowel issues (changes in movement) - frequent and large, brain fog/cloudiness, forgetfulness, anxiety, panic attacks, mood swings, depression (increased celexa dosage), diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders, high blood pressure, unexplained/easily bruising, increased hair loss, increase grey and won¿t hold color, dental issues (increased calcification and deteriorating enamel), excessive fatigue, weight issues - inability to lose, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin on hands to point of cracking and bleeding, need (not craving) for high sodium diet (if she did not, she get severe migraines), wearing of any jewelry that is not pure gold or stainless steel causes migraines for entire time of wearing and for 24-48 hours after . She also had progression of osteoarthritis in hands and tendonitis in ankles and wrists due to increased inflammation, runners knee developed in both knees, abdominal cramping more severe and more frequent, fatigue has worsened, teeth have started to break off in pieces, over 24 hour period her osteoarthritis in hands worsened and spread to wrists, joint swelling and inflammation getting worse and more painful. She stated that she developed a new problem: instead of normal bleeding and clotting when scratched, scraped or cut, it was very thin blood and she bleed longer than normal. She had to apply pressure to even the smallest pin prick sized wound to get the bleeding to stop, the pressure she had to apply caused bruising. She said that she had debilitating cramps where her left ovary was and she could only assured that was the coil moving. Her scoliosis and osteoarthritis in hands had worsened. Her acid reflux become so severe that she took zantac 20x a day. Her teeth were falling apart. She stated that¿s she had 3 children to take care. Follow-up received on (B)(6) 2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Follow up information received on (B)(6) 2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2014; after being implanted with essure, she suffered from severe and permanent injuries. Follow up information received on (B)(6) 2017: new reporters added. Patient´s demographics added. Historical conditions added. Concomitant drugs added. Event "she could only assured that was the coil moving" was updated as "she could only assured that was the coil moving/ migration of essure towards ovaries" (seriousness criteria medically significant and intervention required). New events added: weight gain, vitamin d3 deficiency, iron deficiency, perforation(ovaries) (seriousness criteria medically significant and intervention required), cervical cancer (seriousness criteria medically significant), hypersensitivity reaction to nickel, redness, rashes, essure confirmation test: no ( investigation non-compliance) and severe and persistent pain. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy), essure was removed on (B)(6) 2017. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 24-oct-2015. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she could only assured that was the coil moving/ migration of essure towards ovaries'), ovarian perforation ('perforation(ovaries)') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included parity 3, multigravida (((B)(6) 2007, (B)(6) 2011, (B)(6) 2014)), c-section and human papilloma virus infection. Concurrent conditions included lower urinary tract infection, painful urination, dysmenorrhea, dyspareunia, menses delayed and adenomyosis. Concomitant products included iron since (B)(6) for iron deficiency, naproxen since (B)(6) and tramadol from (B)(6) to (B)(6) for pain as well as since (B)(6) , since (B)(6) and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("cramping / abdominal cramping more severe and more frequent / abdomen pain(severe and persistent cramping, stabbing and pinching)"), vaginal haemorrhage ("random spotting"), vaginal discharge ("increased discharge (odorous)"), hot flush ("hot flashes"), loss of libido ("loss of libido"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), change of bowel habit ("bowel issues - changes in movement"), panic attack ("panic attacks"), depression ("depression") with feeling abnormal, memory impairment, anxiety, mood swings, confusional state and amnesia, hypertension ("high blood pressure"), increased tendency to bruise ("easily bruising / pressure to even the smallest pin prick sized caused bruising"), alopecia ("increased hair loss"), hair colour changes ("increase grey and wont hold color"), tooth disorder ("dental issues- increased calcification"), tooth delamination ("dental issues-deteriorating enamel"), fatigue ("excessive fatigue"), weight loss poor ("weight issues - inability to lose"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), visual impairment ("decreased vision / vision problems"), hyperhidrosis ("excessive sweating"), skin haemorrhage ("dry skin on hands to point of cracking and bleeding"), dry skin ("dry skin on hands to point of cracking and bleeding"), skin fissures ("dry skin on hands to point of cracking and bleeding"), osteoarthritis ("progression of osteoarthritis in hands / osteoarthritis in hands worsened and spread to wrists"), tendonitis ("tendonitis in ankles / wrist"), polyarthritis ("inflammation (ankle and wrist) / inflammation getting worse"), arthropathy ("runners knee developed in both knees"), tooth fracture ("teeth started to break off in pieces / her teeth were falling apart"), joint swelling ("joint swelling"), arthralgia ("joint painful"), gastrooesophageal reflux disease ("acid reflux"), scoliosis ("scoliosis"), vitamin d deficiency ("vitamin d3 deficiency"), iron deficiency ("iron deficiency"), allergy to metals ("hypersensitivity reaction to nickel"), erythema ("redness"), rash ("rashes"), pelvic pain ("severe and persistent pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), migraine ("migraines"), headache ("headache"), back pain ("back pain"), contusion ("I get bruise just from scratching an itch") and pruritus ("itching") and was found to have cervix carcinoma (seriousness criterion medically significant), coagulation time prolonged ("when scratched, scraped or cut, it is very thin blood / bleed longer than normal"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and she underwent laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ovarian perforation, cervix carcinoma, abdominal pain, vaginal haemorrhage, vaginal discharge, hot flush, loss of libido, dysgeusia, dyspepsia, change of bowel habit, panic attack, depression, hypertension, increased tendency to bruise, alopecia, hair colour changes, tooth disorder, tooth delamination, fatigue, weight loss poor, vitreous floaters, vision blurred, visual impairment, hyperhidrosis, skin haemorrhage, dry skin, skin fissures, osteoarthritis, tendonitis, polyarthritis, arthropathy, tooth fracture, joint swelling, arthralgia, coagulation time prolonged, gastrooesophageal reflux disease, allergy to metals, erythema, rash, feeling abnormal, anxiety, the last episode of weight increased, contusion and pruritus outcome was unknown, the scoliosis, migraine, headache and back pain had not resolved, the vitamin d deficiency and iron deficiency had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, arthropathy, back pain, cervix carcinoma, change of bowel habit, coagulation time prolonged, contusion, depression, device dislocation, dry skin, dysgeusia, dyspepsia, erythema, fatigue, feeling abnormal, gastrooesophageal reflux disease, hair colour changes, headache, hot flush, hyperhidrosis, hypertension, increased tendency to bruise, iron deficiency, joint swelling, loss of libido, migraine, osteoarthritis, ovarian perforation, panic attack, pelvic pain, polyarthritis, pruritus, rash, scoliosis, skin fissures, skin haemorrhage, tendonitis, tooth delamination, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: left fallopian tube:5 coil. Right fallopian tube:4 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media:   pruritic, contusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media document received: new event- now I get bruises just from scratching an itch was added. Reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1865) on 24-oct-2015. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("she could only assured that was the coil moving/ migration of essure towards ovaries"), ovarian perforation ("perforation(ovaries)") and cervix carcinoma ("cervical cancer") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multigravida (((B)(6) 2007, (B)(6) 2011, (B)(6) 2014)) and c-section. Concomitant products included citalopram hydrobromide (celexa) since 1996 for depression, iron since 2015 for iron deficiency, cyclobenzaprine hydrochloride (flexeril) since 2011, naproxen since 2011 and tramadol from 2016 to 2017 for pain as well as medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation and ovarian perforation (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), abdominal pain ("cramping / abdominal cramping more severe and more frequent / abdomen pain(severe and persistent cramping, stabbing and pinching)"), vaginal haemorrhage ("random spotting"), vaginal discharge ("increased discharge (odorous)"), hot flush ("hot flashes"), loss of libido ("loss of libido"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), change of bowel habit ("bowel issues - changes in movement"), panic attack ("panic attacks"), depression ("depression") with feeling abnormal, memory impairment, anxiety, mood swings, confusional state and amnesia, hypertension ("high blood pressure"), increased tendency to bruise ("easily bruising / pressure to even the smallest pin prick sized caused bruising"), alopecia ("increased hair loss"), hair colour changes ("increase grey and wont hold color"), tooth disorder ("dental issues- increased calcification"), tooth delamination ("dental issues-deteriorating enamel"), fatigue ("excessive fatigue"), weight loss poor ("weight issues - inability to lose"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), visual impairment ("decreased vision / vision problems"), hyperhidrosis ("excessive sweating"), skin haemorrhage ("dry skin on hands to point of cracking and bleeding"), dry skin ("dry skin on hands to point of cracking and bleeding"), skin fissures ("dry skin on hands to point of cracking and bleeding"), osteoarthritis ("progression of osteoarthritis in hands / osteoarthritis in hands worsened and spread to wrists"), tendonitis ("tendonitis in ankles / wrist"), polyarthritis ("inflammation (ankle and wrist) / inflammation getting worse"), arthropathy ("runners knee developed in both knees"), tooth fracture ("teeth started to break off in peices / her teeth were falling apart"), joint swelling ("joint swelling"), arthralgia ("joint painful"), coagulation time prolonged ("when scratched, scraped or cut, it is very thin blood / bleed longer than normal"), gastrooesophageal reflux disease ("acid reflux"), scoliosis ("scoliosis"), the first episode of weight increased ("weight gain"), vitamin d deficiency ("vitamin d3 deficiency"), iron deficiency ("iron deficiency"), allergy to metals ("hypersensitivity reaction to nickel"), erythema ("redness"), rash ("rashes"), investigation noncompliance ("essure confirmation test: no"), pelvic pain ("severe and persistent pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), migraine ("migraines"), headache ("headache"), back pain ("back pain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (she underwent laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ovarian perforation, cervix carcinoma, abdominal pain, vaginal haemorrhage, vaginal discharge, hot flush, loss of libido, dysgeusia, dyspepsia, change of bowel habit, panic attack, depression, hypertension, increased tendency to bruise, alopecia, hair colour changes, tooth disorder, tooth delamination, fatigue, weight loss poor, vitreous floaters, vision blurred, visual impairment, hyperhidrosis, skin haemorrhage, dry skin, skin fissures, osteoarthritis, tendonitis, polyarthritis, arthropathy, tooth fracture, joint swelling, arthralgia, coagulation time prolonged, gastrooesophageal reflux disease, allergy to metals, erythema, rash, investigation noncompliance, feeling abnormal, anxiety and the last episode of weight increased outcome was unknown, the scoliosis, migraine, headache and back pain had not resolved, the vitamin d deficiency and iron deficiency had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, arthropathy, back pain, cervix carcinoma, change of bowel habit, coagulation time prolonged, depression, device dislocation, dry skin, dysgeusia, dyspepsia, erythema, fatigue, feeling abnormal, gastrooesophageal reflux disease, hair colour changes, headache, hot flush, hyperhidrosis, hypertension, increased tendency to bruise, investigation noncompliance, iron deficiency, joint swelling, loss of libido, migraine, osteoarthritis, ovarian perforation, panic attack, pelvic pain, polyarthritis, rash, scoliosis, skin fissures, skin haemorrhage, tendonitis, tooth delamination, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received. New events added- brain fog, anxiety, migraines, headache, weight gain and back pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 24-oct-2015. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she could only assured that was the coil moving/ migration of essure towards ovaries\ last night I felt like someone was stabbing me in my gut(about where my colis should be)'), ovarian perforation ('perforation(ovaries)') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included parity 3, multigravida (((B)(6) 2007, (B)(6) 2011, (B)(6) 2014)), c-section and human papilloma virus infection. Concurrent conditions included lower urinary tract infection, painful urination, dysmenorrhea, dyspareunia, menses delayed and adenomyosis. Concomitant products included iron since 2015 for iron deficiency, naproxen since 2011 and tramadol from 2016 to 2017 for pain as well as since 1996, since 2011, cefixime (flexeril), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("cramping / abdominal cramping more severe and more frequent / abdomen pain(severe and persistent cramping, stabbing and pinching)\ last night I felt like someone was stabbing me in my gut(about where my coils should be)"), vaginal haemorrhage ("random spotting"), vaginal discharge ("increased discharge (odorous)"), hot flush ("hot flashes"), loss of libido ("loss of libido"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), change of bowel habit ("bowel issues - changes in movement"), panic attack ("panic attacks"), depression ("depression") with feeling abnormal, memory impairment, anxiety, mood swings, confusional state and amnesia, hypertension ("high blood pressure"), increased tendency to bruise ("easily bruising / pressure to even the smallest pin prick sized caused bruising"), alopecia ("increased hair loss"), hair colour changes ("increase grey and wont hold color"), tooth disorder ("dental issues- increased calcification"), tooth delamination ("dental issues-deteriorating enamel"), fatigue ("excessive fatigue"), weight loss poor ("weight issues - inability to lose"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), visual impairment ("decreased vision / vision problems"), hyperhidrosis ("excessive sweating"), skin haemorrhage ("dry skin on hands to point of cracking and bleeding"), dry skin ("dry skin on hands to point of cracking and bleeding"), skin fissures ("dry skin on hands to point of cracking and bleeding"), osteoarthritis ("progression of osteoarthritis in hands / osteoarthritis in hands worsened and spread to wrists"), tendonitis ("tendonitis in ankles / wrist"), polyarthritis ("inflammation (ankle and wrist) / inflammation getting worse"), arthropathy ("runners knee developed in both knees"), tooth fracture ("teeth started to break off in peices / her teeth were falling apart"), joint swelling ("joint swelling"), arthralgia ("joint painful"), gastrooesophageal reflux disease ("acid reflux"), scoliosis ("scoliosis"), vitamin d deficiency ("vitamin d3 deficiency"), iron deficiency ("iron deficiency"), allergy to metals ("hypersensitivity reaction to nickel"), erythema ("redness"), rash ("rashes"), pelvic pain ("severe and persistent pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), migraine ("migraines"), headache ("headache"), back pain ("back pain"), contusion ("I get bruise just from scratching an itch"), pruritus ("itching") and acne ("acne") and was found to have cervix carcinoma (seriousness criterion medically significant), coagulation time prolonged ("when scratched, scraped or cut, it is very thin blood / bleed longer than normal"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hystercetomy and she underwent laparoscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ovarian perforation, cervix carcinoma, abdominal pain, vaginal haemorrhage, vaginal discharge, hot flush, loss of libido, dysgeusia, dyspepsia, change of bowel habit, panic attack, depression, hypertension, increased tendency to bruise, alopecia, hair colour changes, tooth disorder, tooth delamination, fatigue, weight loss poor, vitreous floaters, vision blurred, visual impairment, hyperhidrosis, skin haemorrhage, dry skin, skin fissures, osteoarthritis, tendonitis, polyarthritis, arthropathy, tooth fracture, joint swelling, arthralgia, coagulation time prolonged, gastrooesophageal reflux disease, allergy to metals, erythema, rash, feeling abnormal, anxiety, the last episode of weight increased, contusion and pruritus outcome was unknown, the scoliosis, migraine, headache and back pain had not resolved, the vitamin d deficiency and iron deficiency had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, arthropathy, back pain, cervix carcinoma, change of bowel habit, coagulation time prolonged, contusion, depression, device dislocation, dry skin, dysgeusia, dyspepsia, erythema, fatigue, feeling abnormal, gastrooesophageal reflux disease, hair colour changes, headache, hot flush, hyperhidrosis, hypertension, increased tendency to bruise, iron deficiency, joint swelling, loss of libido, migraine, osteoarthritis, ovarian perforation, panic attack, pelvic pain, polyarthritis, pruritus, rash, scoliosis, skin fissures, skin haemorrhage, tendonitis, tooth delamination, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: left fallopian tube:5 coil right fallopian tube:4 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media:   pruritic, contusion quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 24-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she could only assured that was the coil moving/ migration of essure towards ovaries\ last night I felt like someone was stabbing me in my gut(about where my coils should be)'), ovarian perforation ('perforation(ovaries)') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included parity 3, multigravida ((B)(6) 2007, (B)(6) 2011, (B)(6)2014)), c-section and human papilloma virus infection. Concurrent conditions included lower urinary tract infection, painful urination, dysmenorrhea, dyspareunia, menses delayed and adenomyosis. Concomitant products included iron since 2015 for iron deficiency, naproxen since 2011 and tramadol from 2016 to 2017 for pain as well as since 1996, since 2011, cefixime (flexeril), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("cramping / abdominal cramping more severe and more frequent / abdomen pain(severe and persistent cramping, stabbing and pinching)\ last night I felt like someone was stabbing me in my gut(about where my coils should be)"), vaginal haemorrhage ("random spotting"), vaginal discharge ("increased discharge (odorous)"), hot flush ("hot flashes"), loss of libido ("loss of libido"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), change of bowel habit ("bowel issues - changes in movement"), panic attack ("panic attacks"), depression ("depression") with feeling abnormal, memory impairment, anxiety, mood swings, confusional state and amnesia, hypertension ("high blood pressure"), increased tendency to bruise ("easily bruising / pressure to even the smallest pin prick sized caused bruising"), alopecia ("increased hair loss"), hair colour changes ("increase grey and wont hold color"), tooth disorder ("dental issues- increased calcification"), tooth delamination ("dental issues-deteriorating enamel"), fatigue ("excessive fatigue"), weight loss poor ("weight issues - inability to lose"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), visual impairment ("decreased vision / vision problems"), hyperhidrosis ("excessive sweating"), skin haemorrhage ("dry skin on hands to point of cracking and bleeding"), dry skin ("dry skin on hands to point of cracking and bleeding"), skin fissures ("dry skin on hands to point of cracking and bleeding"), osteoarthritis ("progression of osteoarthritis in hands / osteoarthritis in hands worsened and spread to wrists"), tendonitis ("tendonitis in ankles / wrist"), polyarthritis ("inflammation (ankle and wrist) / inflammation getting worse"), arthropathy ("runners knee developed in both knees"), tooth fracture ("teeth started to break off in pieces / her teeth were falling apart"), joint swelling ("joint swelling"), arthralgia ("joint painful"), gastrooesophageal reflux disease ("acid reflux"), scoliosis ("scoliosis"), vitamin d deficiency ("vitamin d3 deficiency"), iron deficiency ("iron deficiency"), allergy to metals ("hypersensitivity reaction to nickel"), erythema ("redness"), rash ("rashes"), pelvic pain ("severe and persistent pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), migraine ("migraines"), headache ("headache"), back pain ("back pain"), contusion ("I get bruise just from scratching an itch"), pruritus ("itching") and acne ("acne") and was found to have cervix carcinoma (seriousness criterion medically significant), coagulation time prolonged ("when scratched, scraped or cut, it is very thin blood / bleed longer than normal"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ovarian perforation, cervix carcinoma, abdominal pain, vaginal haemorrhage, vaginal discharge, hot flush, loss of libido, dysgeusia, dyspepsia, change of bowel habit, panic attack, depression, hypertension, increased tendency to bruise, alopecia, hair colour changes, tooth disorder, tooth delamination, fatigue, weight loss poor, vitreous floaters, vision blurred, visual impairment, hyperhidrosis, skin haemorrhage, dry skin, skin fissures, osteoarthritis, tendonitis, polyarthritis, arthropathy, tooth fracture, joint swelling, arthralgia, coagulation time prolonged, gastrooesophageal reflux disease, allergy to metals, erythema, rash, feeling abnormal, anxiety, the last episode of weight increased, contusion and pruritus outcome was unknown, the scoliosis, migraine, headache and back pain had not resolved, the vitamin d deficiency and iron deficiency had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, arthropathy, back pain, cervix carcinoma, change of bowel habit, coagulation time prolonged, contusion, depression, device dislocation, dry skin, dysgeusia, dyspepsia, erythema, fatigue, feeling abnormal, gastrooesophageal reflux disease, hair colour changes, headache, hot flush, hyperhidrosis, hypertension, increased tendency to bruise, iron deficiency, joint swelling, loss of libido, migraine, osteoarthritis, ovarian perforation, panic attack, pelvic pain, polyarthritis, pruritus, rash, scoliosis, skin fissures, skin haemorrhage, tendonitis, tooth delamination, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: left fallopian tube:5 coil. Right fallopian tube:4 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media:   pruritic, contusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added, new event added:acne. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.